Event description:
It was reported that over the past six months from this report date, when the settings were increased, the patient felt like he was being "electrocuted". The patient stated at '2.4,' he cannot feel stimulation, however when increased to '2.8,' he was in 'a lot' of pain. The caller also reported an overstimulation sensation. The patient was in a lot of pain for the past two months prior to this report date. The patient was seen by his pain doctor 'more often lately.' The provider gave the patient oral medications and it was noted the dosages were increased the week prior to this report date. It was also reported that the device was not charging. The connector pin was verified to have been bent and loose. It was stated the recharger 'never' charged completely; it was reported to only reach '1/2 to 3/4 full.' It was also stated there were coupling or communication issues. It was stated two boxes initially were showing. The caller stated that they have never had good coupling. They have only been able to ever get six boxes. The caller stated, when they 'let go,' the coupling went down. The patient was described as 'round' and it was stated it was difficult to keep a good connection for this reason. When the antennae locate feature was used, they were able to get '68-70.' It was reported that '8 shaded boxes and a battery' were flashing on the screen, indicating a 'good charge.' The patient has a scheduled appointment with his physician and manufacturing representative. The exact date of this appointment was unknown at the time of this report. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 39286-30, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported a manufacturer representative reviewed recharging with the patient and his wife. It was noted the patient was not fully charging his generator. The patient¿s coverage was ¿good.¿

Event description:
Additional information reported, the patient's settings were not providing any relief. It was stated, the patient was the using adaptive stimulation feature. It was stated that when the patient laid down ¿it was much worse.¿ it was stated when the patient turned stimulation up it didn't seem to be reaching the pain to relieve it. It was noted that when the patient was laying down the settings were much lower than the upright position.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).